Event description:
Facility alleged that the head up will not raise. No injury reported.

Manufacturer narrative:
Bed in repair shop. Tech found the head up will not raise. Replaced the head up valve to resolve this issue.